Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that the non-activated latitude communicators returned pip.

Event description:
It was reported that the patient called as there was no lights on the communicator and had to power cycle, but it was hot to touch. The company representative verified that there was recent electrical storm. The company representative opted to send a new communicator. The communicator is no longer in service. No adverse patient effects were reported.